Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii xenon light source was not recognizing scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation and the field service engineer¿s (fse) repair onsite, the cause of the reported issue was determined to be the connection failure that occurred due to worn-out scope socket. The connector of the device was worn out, and the device did not recognize exera iii series scope. The connector (s socket repair u) was replaced, and the inside of the unit was cleaned. Follow-up for the error code and the situation at the time of occurrence was made, but there was no response from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ // ¿[3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.